Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4). (B)(6). The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that during advancement, the 3rd coil orbit helical fill 2x6 (637hf0206/15956097) had friction with the tip of the prowler 14 (mc) microcatheter. The device was removed, and the coil was stretched. The surgeon changed another coil 2*4 to complete the procedure. No adverse impact on the patient. The surgeon used envoy 6f gc to establish access, and then a neuroscout wire and the mc were placed. The first 2 coils orbit 4*7,3.5*9 were positioned smoothly. The procedure was embolization due to sah of an aneurysm that measure 4.6*5.3mm. A constant and dedicated saline source was used through the mc, and no after the resistance was met, no additional force was used to further advance the coil. After the event, no other damages were noticed on the device, and the coil remained attached to the delivery system. Sample may not be returned as follow-up was conducted and was still not available. The device was not returned for analysis. A review of the manufacturing documentation associated with the lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the costumer as resistance and stretch coil was not confirmed, since the device were not return for analysis. The cause of the failure experienced by costumer could not be conclusively determined. The DHR suggest that the failure reported could not be related to the manufacturing process and procedural factors appear to have contributed to the event. Additionally, inspections are in place to prevent these kinds of failures from leaving from the facility. Therefore, no corrective action will be taken at this time. This report is for complaint (B)(4).

Event description:
It was reported that during advancement, the 3rd coil orbit helical fill 2x6 ((B)(4)/15956097) had friction with the tip of the prowler 14 (mc) microcatheter. The device was removed, and the coil was stretched. The surgeon changed another coil 2*4 to complete the procedure. No adverse impact on the patient. The surgeon used envoy 6f gc to establish access, and then a neuroscout wire and the mc were placed. The first 2 coils orbit 4*7,3.5*9 were positioned smoothly. The procedure was embolization due to sah of an aneurysm that measure 4.6*5.3mm.